Event description:
Patient reported that he experienced elevated blood glucose, and he believes the insulin delivery of the infusion device is inaccurate. The infusion device displayed an e4 occlusion error on (B)(6) 2011 when he woke up. Patient had ketosis and pain, and he felt sick, thirsty and had the urge to urinate. He was able to control his blood glucose by himself. Patient did not have an infection or start new medication. Patient's normal blood glucose level is 80-160 mg/dl. The infusion device was not exposed to electromagnetic fields or water. The infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.